Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported their symptoms were not improved after "program controlled three-four times". They were stiff and their condition was getting worse. They were bedridden and had difficulty swallowing. There was not more than 50% symptom reduction. The patient was asked to adjust and if the "transaction occurred, the lower voltage point, if there were symptoms then increase the voltage point." The patient felt "un-inconvenient".

Event description:
Additional information received reported that on (B)(6) 2010 the consumer was implanted. Her main symptom was rigidity, and after the surgery her family said the result was poor and it had no effect. The doctor performed another target replacement surgery on (B)(6) 2011, but there was still no effect. Additionally, the consumer's condition was getting worse and she was currently bedridden and had difficulty swallowing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the target locations of the leads were changed after the initial procedure (gpi and stn), but there was no change in the patient's condition. The patient is currently unable to take care of themselves and needed a feeding tube to eat. It was also stated that the patient was hospitalized on two different occasions. The device was deactivated and remains in the patient; the patient is currently being observed in their home. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient refused to tell their weight at the time of the event. It was also noted that the issue with the device being left in the patient and not removed/explanted had not been considered and they family did not inform that. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.